Event description:
Manufacturer representative reported devices were removed due to infection. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent if additional info is received.